Event description:
On (B)(6) 2018, surgeon (B)(6) used smith & nephew's 5.5 acromioblaster (part # 7205669) during an arthroscopic shoulder case. After loading the burr onto the shaver, the burr made a loud screeching sound. The burr and handpiece shaver were replaced with different handpiece and the same burr and the same sound occurred. At this point two other burrs (same product numbers) were tested with the same thing happening. Then a different product burr (4.0 burr) was tested and worked perfectly. The 5.5 burr products never went into the pt's body. All four of the 5.5 will be credited by smith & nephew. All four burrs had the same lot # (50679026).